Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new 18cm x 12mm ipp device with 100ml reservoir was implanted. Additional information received states the device was explanted because it was not working and was not inflating.